Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized for cardiopulmonary arrest. Upon interrogation it was noted that the left ventricular (lv) pacing was being inhibited. Boston scientific technical services (ts) was consulted and discussed, however ultimately what was being sensed in the lv and causing the pacing inhibition was unable to be determined. Several different programming considerations were attempted, eventually the device and lv lead were programmed back to the original setting and the issue did not reoccur. At this time they have opted to continue to monitor the patient and no additional adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remain in service.